Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-05082, reference MFR. Report#: 1627487-2019-05083. It was reported that patient experienced positional stimulation. In turn, reprogramming was unable to resolve the issue and x-rays did not show any abnormalities. As a result, surgical intervention is pending to resolve the issue.

Event description:
Related manufacturer reference number: 1627487-2019-05082, 1627487-2019-05083. Surgical intervention took place on (B)(6) 2019, where the issue was resolved after the ipg was explanted and replaced, thus no surgical intervention was performed on the leads. Effective therapy established post-op.